Event description:
The customer reported that the system experienced repeated incidents of an immediate loss of system functionality and an un-commanded shut down. There is no report of a patient injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The 5vdc power supply was evaluated and the calibrated to the optimal operating voltage. The system was tested and found to be working as intended and returned to service.